Event description:
While the dentist was working on the lower right teeth, the patient's cheek was burned.

Manufacturer narrative:
The patient was given a topical anaesthetic gel in the office and continued to use parioguard rinse at home. The doctor stated that the patient has healed fine.at the handpiece evaluation, it was found that the head was dented and the backcap was stuck in, causing the head of the handpiece to heat up.a replacement handpiece was sent to the doctor's office.